Event description:
A trilogy evo, USA ventilator was returned to a third-party service center for evaluation due to a customer complaint for a ventilator service required alarm. There was no harm or injury reported. During the evaluation of the trilogy evo, USA device at the third-party 's service center the device failed functional test internal flow verification: negative flow: measured vt. The device's machine flow sensor and blower assembly were replaced to address the issue. Additionally, the device's front panel, blower bellows seal, blower mount, rear cover, dc harness assembly, base assembly, cooling fan assembly, main housing, muffler assembly, filter cover, handle - retention plate, and alarm lens have been replaced due to contamination of dust. The outlet side panel was replaced due to damage. The missing air inlet foam filter was replaced. The device's vanity cover was replaced due to the missing metal frame. The device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements.